Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cath lab, they were attempting to exchange a sheath for a male pt. During the exchange, the sidearm became separated from the sheath. The device was removed and pressure was immediately applied. The physician was able to successfully insert a new sheath. There was no delay in treatment, no pt death and no pt complications were reported.